Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer was able to use the same cartridge and needle to complete the load process. In addition, it was reported that the insulin gauge was inaccurate and static. Customer continued using the pump for insulin therapy. There was no impact to the customer¿s blood glucose level.